Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The log review confirmed the reported complaint. A checkout of the equipment was performed and it was found to function within manufacturer's specifications. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.